Event description:
It was reported that during implant the rv coil df-1 pin of the chronic lead would not stay in the header of the device with pull testing. The set screw would tighten all the way down, but the df-1 pin would still come out of the header easily. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The device was returned for set screw anomaly and was confirmed in the laboratory. The rv set screw, when fully tightened, was not able to fully secure a lead of a minimum specified diameter. The cause of the field reported header anomaly was found to be debris material in the v set screw bore, preventing the set screws from fully entering the lead bore when fully tightened to fully secure the lead.